Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to confirm the reported rf (radio frequency) head connection issue; the programmer was able to interrogate a device wireless and non-wireless using a known good rf head . Analysis confirmed the reported display issue; the screen display was very dark and hard to read. Display found out of electrical specification. Analysis also confirmed the reported back door issue; the latch tabs of power cord bay were broken. Analysis also found the paper guide on the printer drawer was broken, the lower case was worn, the upper case was damaged, the system fan was noisy, the upper hinge plate was cracked, and the printer was broken. It was noted a small spring was found stuck in one hole that was used to secure the fan. Concomitant medical products: product ID: analyzer. (B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head connection was failing and when the screen was on it had shadows, no clear screen. It was also noted that the back door was broken. The programmer was returned for repair and a software update if needed. No patient complications have been reported as a result of this event.